Event description:
Complaint filed in a superior court alleging that a burdick defibrillator "failed and was not operational". Plaintiff/decedent died in 2000. No details were provided. Actual cause of death is unknown.